Manufacturer narrative:
The lead remains in service at this time. If additional information is received, this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead exhibited a lead safety switch due to impedance measurements of greater than 2000 ohms. There was also myopotential noise and oversensing noted after the lead safety switch. Troubleshooting options were discussed with the health care professional (hcp), who noted the patient would be brought in for testing. No adverse patient effects were reported. The lead remains in service.

Event description:
Additional information received reported that the rv lead also exhibited high pacing threshold measurements and loss of capture. The lead was subsequently explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
It was noted that the lead was not available for return. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This report is being filed to provide product investigation results.

Manufacturer narrative:
This lead was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination confirmed a fracture of the outer coil approximately 29 cm from the terminal pin. Electrical testing verified the lead was not electrically continuous. Additionally, an x-ray of the lead provided visual confirmation of the fracture. Based on the location and type of damage, this lead was most likely fractured due to fatigue.